Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "patient underwent a spinal fusion at l1 with screw instrumentation. Approximately 10 months post-op, the patient presented with severe pain and could not move. X-rays showed two screws broken. The patient had a delayed rehabilitation.

Manufacturer narrative:
Analysis of the returned device shows that macroscopic examination confirms the mas bone screw is fractured approximately ~2-3 threads below the screw head. Minimal damage and/or smearing noted to fracture surface. Optical examination did not identify material surface defect immediately adjacent to fracture surface that could contribute to crack propagation. Microscopic examination of fracture surface reveals a fairly flat fracture, with ratchet marks near the area of crack propagation, followed by convex progressive striations through the cross sectional area until mechanical failure. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Key dimensional specifications, the major and minor diameter of the bone screw, were measured and found to conform to print specification. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was reported that two screws at the same level were broken. A revision was done and four screws were added and the broken screws removed. Patient outcome is said to be good.